Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Customer returned vial of expired test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Meter was returned. Reported defect not reproduced on returned meter. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 136, 133, 174, 140 and 134 mg/dl. The customer¿s expected blood glucose test result range is fasting 80-109 mg/dl am. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 09/30/2025 and open vial date is 1-2 weeks. The meter memory was reviewed for previous test result history: result 1: 136 mg/dl date: (B)(6). Time: 10:32am fasting. Result 2: 133 mg/dl date: (B)(6). Time: 10;26am fasting. Result 3: 174 mg/dl date: (B)(6). Time: 10:23am fasting. Result 4: 140 mg/dl date: (B)(6). Time: 11:08am fasting. Result 5: 134 mg/dl date: (B)(6). Time: 7:58am fasting.